Event description:
Patient's representative later reported ¿significantly increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer, past and future medical expenses," ¿inflammation," ¿accumulation of foreign and adulterated silicone particles in their bodies," ¿physical pain and suffering from explanation." Patient representative additionally reported ¿cellular damage, and subcellular damage," and scarring and disfigurement," not related to the device.

Event description:
Patient reported a right side capsular contractures baker grades, "between a 3 and 4" and a left exchange from textured to smooth due to the patients concerns with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 3.